Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable this complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metal toxicity and metallosis. Update rec'd 12/11/2015: litigation papers allege corrosion and friction wear is believed to have caused amounts of toxic cobalt-chromium metal debris to be released throughout the patient's body including but not limited to the tissue surrounding the implant and into her bloodstream. The patient was diagnosed with cobalt induced cardiomyopathy. The patient died on (B)(6) 2014 as a result of multiple complications of cobalt cardiotoxicity.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe pain, unable to sit for long period of time, revision surgery, multiple complications related to cobalt cardiotoxicity including cobalt induced cardiomyopathy and death related to cobalt cardiac cobaltism. Lab results of metal ions were greater than 7 parts per billion. Biopsy results for cardiac tissue were probable cobalt cardiomyopathy per pathology. Medical records reported vertical cup, squeaking, slipping sensation, clicking and weakness. Revision surgical report noted metallosis, metal staining of tissue, psoas infiltrated by cyst and cup was anteverte approximately 20 degrees from anterior wall. Part/lot updated. The complaint was updated on: may 5, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Other reports found against the liner and femoral head. Per procedure wi-3430, these devices are exempt from device history record review. One other report found against the cup, and no others against the femoral stem. Review of the acetabular cup device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.